Manufacturer narrative:
Device evaluation summary: upon receipt the device contained clear gel. Brown material was observed within the device, orange material and gel were observed on the shell surface. During evaluation a parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies were observed. Rupture complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Shell wear, suggesting in-vivo folding or creasing of the device. At this point is not possible to determine the origin of the brown and orange materials found in the device. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female) patient underwent a breast augmentation with unspecified mentor gel breast implants and experienced bilateral rupture. As a result, the patient underwent removal on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).